Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), rash ("allergy rash/skin condition"), skin disorder ("allergy rash/skin condition"), vaginal infection ("bladder/urinary problems vag. Infect"), vaginal discharge ("bladder/urinary problems: vaginal. Discharge"), urinary tract infection ("bladder/urinary problems: uti"), depression ("other injuries/symptoms depression"), anxiety ("other injuries/symptoms anxiety"), stress ("other injuries/symptoms stress"), crying ("other injuries/symptoms crying") and anger ("other injuries/symptoms short tempered"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, rash, skin disorder, vaginal infection, vaginal discharge, urinary tract infection, depression, anxiety, stress, crying and anger outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain and dyspareunia had resolved. The reporter considered abdominal pain, anger, anxiety, back pain, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, skin disorder, stress, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: (B)(6) 2015, salpingectomy. (Bilateral). Received treatment for pain dysmennorhea (cramping), pelvic/abdominal, back, dyspareunia (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding), allergy rash/skin condition, migration, bladder/urinary problems vag. Infect., vaginal. Discharge, uti, depression, anxiety, street, crying, short tempered. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) conducted bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received - case becomes incident. Previously reported event injury nos removed. New events pain dysmennorhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding), allergy rash/skin condition, migration, bladder/urinary problems vag. Infect, vaginal. Discharge, uti, other injuries/symptoms depression, anxiety, street, crying and short tempered were added. Date of essure removal, indication were added. Patient information date of birth were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic fragments of wires/spring coils/ fragments of spring type metallic wires') and embedded device ('migration/migration of essure: colon and uterus/ essure coil in colon/ coil migrated and embedded in the colon') in an adult female patient who had essure (batch no. 626906,628435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins. Concurrent conditions included sinusitis, shingles, herpes simplex type ii, dysuria, breast prosthesis implantation, irregular periods, genital bleeding and menometrorrhagia. Concomitant products included ibuprofen and naproxen sodium (aleve). In (B)(6) 2009, the patient experienced dysmenorrhoea ("pain "dysmenorrhea" (cramping)"), pelvic pain ("pelvic pain/ pain") and back pain ("back pain/ low back pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure: uterus"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy rash/skin condition"), skin disorder ("allergy rash/skin condition"), vaginal infection ("bladder/urinary problems vag. Infect"), vaginal discharge ("bladder/urinary problems : vaginal. Discharge"), urinary tract infection ("bladder/urinary problems : uti"), depression ("other injuries/symptoms depression"), anxiety ("other injuries/symptoms anxiety"), stress ("other injuries/symptoms stress"), crying ("other injuries/symptoms crying"), anger ("other injuries/symptoms short tempered"), fungal infection ("yeast infection") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (removal of coil(s) from colon/ total hysterectomy (uterus and cervix), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, menorrhagia, dermatitis allergic, skin disorder, vaginal infection, vaginal discharge, urinary tract infection, depression, anxiety, stress, crying, anger, vaginal haemorrhage, fungal infection and bacterial vaginosis outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain and dyspareunia had resolved. The reporter considered abdominal pain, anger, anxiety, back pain, bacterial vaginosis, crying, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fungal infection, menorrhagia, pelvic pain, skin disorder, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2015, salpingectomy. (Bilateral). Received treatment for pain "dysmenorrhea" (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding), allergy rash/skin condition, migration, bladder/urinary problems vag. Infect., vaginal. Discharge, uti, depression, anxiety, street, crying, short tempered. Discrepancy noted in essure implant date (B)(6) 2009 and explant date (B)(6) 2013, (B)(6) 2015, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. X-ray - on (B)(6) 2017: essure coil in colon. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, vaginal discharge concerning the injuries reported in this case, the following ones were reported via social media: coil migrated and embedded in the colon most recent follow-up information incorporated above includes: on 15-oct-2019: plaintiff fact sheet, medical records and social media were received. Event migration was updated to migration of essure: colon and uterus/ essure coil in colon/coil migrated and embedded in the colon. Events per pfs: abnormal bleeding (vaginal), yeast infection, bacterial vaginosis and migration of essure: uterus. Event per mr: metallic fragments of wires/spring coils/ fragments of spring type metallic wires. Medical history, concurrent condition, lot number were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic fragments of wires/spring coils/ fragments of spring type metallic wires') and device dislocation ('migration/migration of essure: colon and uterus/ essure coil in colon/ coil migrated and embedded in the colon') in an adult female patient who had essure (batch no. 626906,628435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins. Concurrent conditions included sinusitis, shingles, herpes simplex type ii, dysuria, breast prosthesis implantation, irregular periods, genital bleeding and menometrorrhagia. Concomitant products included ibuprofen and naproxen sodium (aleve). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("pain dysmennorhea (cramping)"), pelvic pain ("pelvic pain/ pain") and back pain ("back pain/ low back pain"). In (B)(6) 2009, the patient experienced menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure: uterus"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy rash/skin condition"), skin disorder ("allergy rash/skin condition"), vaginal infection ("bladder/urinary problems vag. Infect"), vaginal discharge ("bladder/urinary problems : vaginal. Discharge"), urinary tract infection ("bladder/urinary problems : uti"), depression ("other injuries/symptoms depression"), anxiety ("other injuries/symptoms anxiety"), stress ("other injuries/symptoms stress"), crying ("other injuries/symptoms crying"), anger ("other injuries/symptoms short tempered"), fungal infection ("yeast infection") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (removal of coil(s) from colon/ total hysterectomy (uterus and cervix), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, device expulsion, menorrhagia, dermatitis allergic, skin disorder, vaginal infection, vaginal discharge, urinary tract infection, depression, anxiety, stress, crying, anger, vaginal haemorrhage, fungal infection and bacterial vaginosis outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain and dyspareunia had resolved. The reporter considered abdominal pain, anger, anxiety, back pain, bacterial vaginosis, crying, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, pelvic pain, skin disorder, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2015, salpingectomy. (Bilateral). Received treatment for pain dysmennorhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding), allergy rash/skin condition, migration, bladder/urinary problems vag. Infect., vaginal. Discharge, uti, depression, anxiety, street, crying, short tempered. Discrepancy noted in essure implant date (B)(6) 2009, (B)(6) 2009 and explant date (B)(6) 2013, (B)(6) 2015, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. X-ray - on (B)(6) 2017: essure coil in colon. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, vaginal discharge concerning the injuries reported in this case, the following ones were reported via social media: coil migrated and embedded in the colon lot number: 626906 manufacture date: 2008-04 expiration date: 2010-03. Lot number: 628435 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.